Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old black or african american female patient underwent a primary breast augmentation surgery with an unspecified mentor gel breast implant. Post-operatively, the patient experienced pain and disfigurement of the right breast. The patient was diagnosed with baker grade IV capsular contracture of the right breast during a physical exam. As a result, the patient underwent removal and replacement with a 325cc mentor memorygel breast implant on (B)(6) 2023.